Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the device was explanted on (B)(6) 2010, due to infection. The patient was reimplanted with a new device on (B)(6) 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.